Manufacturer narrative:
Method of evaluation was interviewing the company staff present at the case: patient exhibited no pain or complaints. Removed stabilizer and 3 threads of the anchor. Doctor's comments: " probably placed too medial." Placing the implant too medial can result in undue stress on implant, causing it to break. Inspection of the implant observed a clean break at an angle; probably some sort of shear break. Trajectory of entry point and placement are critical and are explicitly defined in the surgical technique.

Event description:
Follow-up x-ray revealed that the screw placed at l1-l-2 on left looked bent. Implant was placed on (B)(6) 2010. Implant was removed and found to be broken at screw. A new implant was placed next to piece that was broken.